Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 80 colony forming units (cfus) of cytobacillus sp. The device was retested on march 21, 2026, and it tested positive for 29 cfus of stenotrophomonas sp. The device was tested again on april 03, 2026, and tested positive for more than 80 cfus of cytobacillus sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.